Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure which included a navi-star¿ thermo-cool¿ electrophysiology catheter and a smartablate¿ irrigation tubing set. It was noted that the ¿tubing kinking results in clots in the ablation catheter¿. The tubing set and the ablation catheter were replaced. Additional information was received. It was reported that there was no char, only clot. There was a pump error, and they noticed a kink on the tube and a lot of clot in the catheter. The patient has not exhibited any neurological symptoms since the procedure was completed. Heparinized normal saline was used as the irrigation fluid. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that the irrigation tube was broken, and no drip chamber was returned; however, no kink condition was found. An irrigation test was performed, and no issues were observed. A device history record was performed for the finished device number lot ac8758819, and no internal action related to the complaint was found during the review. The tubing problem described by the customer could not be confirmed during the product analysis. The potential cause of the damage observed during device analysis could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. This damage was not related to the reported event. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included a navi-star¿ thermo-cool¿ electrophysiology catheter and a smartablate¿ irrigation tubing set. It was noted that the ¿tubing kinking results in clots in the ablation catheter¿. The tubing set and the ablation catheter were replaced. Additional information was received. It was reported that there was no char, only clot. There was a pump error, and they noticed a kink on the tube and a lot of clot in the catheter. The patient has not exhibited any neurological symptoms since the procedure was completed. Heparinized normal saline was used as the irrigation fluid. No adverse patient consequence was reported.